Manufacturer narrative:
D1 revised brand name since the initial report was submitted. The investigation was completed and h6 codes were updated. Investigation summary: stroke/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This is one of two related reports. This report represent the impella 5.5 and another report was submitted to represent the impella cp. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp (B)(4) was inserted via right femoral artery in a 71-year-old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On the first day of support, the patient was bridged to impella 5.5. On day 6 of 5.5 support, a computed tomography scan revealed multiple brain infarcts that were terminal in nature. The family made the decision to withdraw care. The 5.5 was explanted and patient expired. Stroke and death are known risks associated with impella 5.5 as described in the instructions for use.